Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow-up, the device was found in backup mode due to off-label MRI use. Abbott technical support was contacted and assisted in reprogramming the device to successfully resolve the event. The patient was stable.